Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was a 3.5x35mm, 90% stenosed, severely tortuous de novo portion of the left anterior descending artery. There was no calcification noted. The physician predilated the lesion with a 3.0x15mm non bsc balloon catheter. Then he attempted to implant a 3.50x38mm promus element stent, however was unable to cross the lesion. The device was removed and the procedure completed with a different device. Device analysis confirmed that the stent was detached from the delivery system. There were no reported complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4): a visual and microscopic examination found that the stent delivery system (sds) was returned to the complaint investigation site without the stent attached. No kinks or damage were noticed along the shaft of the device. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, indicating that the stent was crimped in the correct location as per manufacturing process. A tactile inspection of the balloon was performed and the impression of the crimped stent was very evident. This is done by passing the balloon lightly between the forefinger and thumb. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).